Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, vial adaptor, connection issues causing leak. The following was provided by the initial reporter: it was reported that when transferring the solvent into the vial, there were problems attaching the adaptor correctly, and then, when attempting to inject the water into the vial, the solvent leaked off to the side (and not intothe vial). Visually, there were no abnormalities in the individual parts beforehand. The nursing service that carried out the preparation is familiar with the product. Additional information: was patient or user harmed? If yes, please explain no, a new kit of product was used. Could you please provide a date of event? 21-may-26, date of company awareness. Could you please confirm the country of event occurred? Spain. Please confirm the country of initial reporter. As in pdf document its mentioned as maxico and in the complaint it was updated as netherlands. Our packaging site is located in netherlands, the complaint is being managed by this site in our manufacturing network. Please return the affected product(s) and any connecting products (with its original packaging if possible) for investigation? No sample is available. Please confirm the make and model of the connecting product(s)? Glass syringe with v-ovs connector please confirm the exact location of the leakage on the adaptor? Fla please confirm what substance was being infused during the time of the event? Diluent.